Manufacturer narrative:
A ge service rep performed an on site investigation. The calibrations were performed and a pedal was repaired. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system set itself to english and then turned off. No pt injury was reported.